Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw was stripped and exhibited difficulty unscrewing the lead from the header. Eventually, the physician was able to unscrew the setscrew by applying techniques as recommended by the technical support team. The pacemaker was successfully explanted and replaced on (B)(6). 2023. The patient was in stable condition throughout.